Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated by manufacturer: corrected to yes. Additional information: d9 - date of device return added. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Parts of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was ejected out from the injector. The main piece of the iol was not returned. One haptic was separated at the acrylic part and remained inside the tip in the injector. The slider was completely advanced until it stopped. The rod was completely advanced. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) model: 254). In addition, research in our complaint database indicated there were not any similar complaints for the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Trailing haptic amputated left behind high in cartridge not noticed until iol injected. Product replaced with another lens immediately during surgery. Patient health not impacted.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Trailing haptic amputated left behind high in cartridge not noticed until iol injected. Product replaced with another lens immediately during surgery. Patient health not impacted.